Manufacturer narrative:
(B)(4). Retainer=black, the pump was returned for cosmetic damage located at the back of pump(crack) found on (B)(6), 2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history files using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error (line number 147 file number 2017) critical handling alarms. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1]. Force sensor zero offset (not within) specification (-486mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Critical pump error (open book image) alarm confirmed due to three consecutive pump error alarms. Pump error alarm due moisture damage at pcba 1.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that there was a crack on the back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.